Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that customer was hospitalized due to high blood glucose and diabetic keto acidosis on (B)(6) 2020 with blood glucose of over 700 mg/dl. The customer¿s blood glucose value at the time of incident was 600 mg/dl. The customer experienced symptoms of blood glucose level such as nausea, vomiting abdominal pain, difficulty breathing. Customer was treated with insulin drips. Insulin pump was exposed to moisture. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Device was unable to perform the device history download due to multiple a47 alarm in the alarm history screen. A47 alarm due to corrupted history file. Device had cracked battery tube threads, cracked reservoir tube lip and a missing end cap sticker. The test p-cap and reservoir does lock in place in the reservoir compartment. No moisture damage noted on the electronic assembly or on the motor. (B)(4).

Manufacturer narrative:
The information provided about the date of hospitalization was incorrect with the initial report. The correct information has been included with this report.

Event description:
It was reported that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of over 700 mg/dl

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Device was unable to perform the device history download due to multiple a47 alarm in the alarm history screen. A47 alarm due to corrupted history file. Device had cracked battery tube threads, cracked reservoir tube lip and a missing end cap sticker. The test p-cap and reservoir does lock in place in the reservoir compartment. No moisture damage noted on the electronic assembly or on the motor.